Event description:
It was reported that the customer dropped the insulin pump on the ground and the drive support cap was protruding. Customer stated the insulin pump hit the ground on the corner of the reservoir compartment. She further stated she did not push in the drive support cap while connected. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.